Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an esophagectomy procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.